Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 8000 c (701) module. The sample initially resulted in a creatinine value of 323 umol/l and this value was reported outside of the laboratory. The value was questioned by the physician since the result did not agree with the clinical state of the patient. The sample was repeated twice, resulting in values of 662 umol/l and 663 umol/l. The sample was repeated on a second analyzer, resulting in a value of 647 umol/l. The creatinine reagent lot number was 639031. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The calibration trace did not show any evidence of an issue. Quality control data was stable and did not show any evidence of an issue. The investigation determined the issue is consistent with a sample quality issue. No further issues were reported.